Event description:
The system 5 sagittal saw was sent for service and it was noted during performance testing at the manufacturer that the decorative nut fell was missing from the handpiece. No adverse event was associated with the device. Update: it was noted upon receipt and inspection of the device on (B)(6) that the decorative nut is out of the handpiece. (B)(6) 2012.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.